Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions to reset the pump. The pump was successfully reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.